Event description:
It was reported that during coronary treatment procedure, a balloon burst occurred. The extremely calcified left anterior descending (lad) artery was being treated. The patient presented to the cath lab on a balloon pump. A maverick2 2.5x20mm balloon was used to predilated the lesion and on the second inflation the balloon burst at 14atms. The lesion was then predilated using a non-bsc balloon. A 2.75x23mm promus drug eluting stent was deployed at 20atms. The stent was post dilated using the promus stent delivery system balloon at 22atms. During post dilation, a perforation occurred. Attempted to treat the perforation by using a non-bsc stent, but this was not successful. Post procedure, the patient is off of the balloon pump and is alive.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.